Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify or duplicate the reported issue, however after additional testing the error "connect electrodes" appeared. It was found that the therapy connector and w09 29 pin connector were worn and were replaced as a precaution. Further testing after these replacement found the white display. The device has been returned to the product access center for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not able to charge up to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy if needed. During evaluation by stryker it was observed that the device also had a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not able to charge up to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy if needed. During evaluation by stryker it was observed that the device also had a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device and replaced the lcd and ui pcba to resolve the white screen issue. The system pcba was also replaced to resolve the reported issue delivering defibrillation therapy. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.